Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -13.50/3.0/114 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports product non conformity and noted "lens came out with very low vault", patient had low vaulting and on (B)(6) 2023 the lens was explanted. On this same date in a separate surgery a replacement lens of longer length was implanted. It was also indicated there was an incision enlargement and an additional suture was required. The problem was resolved. The cause of the event was reported as the device and the device did fail to perform as intended.